Manufacturer narrative:
Physio-control performed an initial evaluation of the device and was unable to duplicate the reported issue. Physio downloaded the device¿s electronic files and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not display paddles lead ECG during a cardiac arrest call. The customer advised that the device did not display an ECG while using quick-combo electrodes. A second set of electrodes was connected with the same result. Medical personnel retrieved a second device from another location to continue monitoring the patient. The patient, a (B)(6) male, survived the event.

Manufacturer narrative:
The initial medwatch report (additional mfg narrative) indicates: code # 2692: na. Code # 2917: unlabeled. Physio-control performed an initial evaluation of the device and was unable to duplicate the reported issue. Physio downloaded the device¿s electronic files and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch report (additional mfg narrative) should indicate: code # 2692: na code # 2917: unlabeled physio-control performed an initial evaluation of the device and was unable to duplicate the reported issue. Physio downloaded the device¿s electronic files and could not verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: physio-control further evaluated the device and the therapy cable and could not duplicate the failure. Physio observed the therapy cable was slightly worn but still functional. After observing proper device operation through functional and performance testing, the device and therapy cable were returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not display paddles lead ECG during a cardiac arrest call. The customer advised that the device did not display an ECG while using quick-combo electrodes. A second set of electrodes was connected with the same result. Medical personnel retrieved a second device from another location to continue monitoring the patient. The patient, a 65 year-old male, survived the event.